Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -11.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found the lens missing a piece of the haptic and foreign material on lens surface (clear residue on lens). Claim #: (B)(4).